Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to pacing not delivered when required, with oversensing and pacing inhibition but no asystole. There was also noise with isometric. There is evidence suggesting that during an upgrade to a cardiac resynchronization therapy pacemaker the lead developed the mentioned issues. The ra lead was inspected to find an insulation break near the upsized terminal pin. The abandoned lead was replaced with a new lead. No additional adverse patient effects were reported.